Event description:
Reporter indicated that the pt was having their device replaced due to high impedance. The explanted generator has been returned to the MFR for analysis, but analysis is not yet complete. All attempts for further info from the treating neurologist and the surgeon have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.